Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms and at times insulin was not observed exiting from the tubing. The customer's blood glucose level was in the 300 mg/dl range. After receiving the alarm, the customer would change out the supplies to the pump. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.